Event description:
It was reported that during an implant procedure, signal artifact was noted on the implantable cardioverter defibrillator after connection. A new device was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
The reported event of noise was confirmed. Noise was observed in the device image but was not due to a device anomaly. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. Device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that the noise reported previously was also over-sensed by the implantable cardioverter defibrillator.